Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced discomfort, pelvic pain, and recurrence. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiorespiratory failure, congestive heart failure, chronic obstructive pulmonary disease and chronic kidney disease. Related to manufacturer report #: 3011770902-2016-00267.